Manufacturer narrative:
The information that provided about the event date was incorrect with the initial report. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer¿s blood glucose value at the time of call was 129 mg/dl. It was unknown if customer was using the auto mode feature and automatically adjusting insulin delivery at the time of high blood glucose event. Customer was advised by their doctor to have the device replaced. Customer declined troubleshooting.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 584 mg/dl. Customer stated insulin pump already turned off. Customer stated before hospitalization insulin flow blocked alarm occurred. The insulin pump will not be returned for analysis.